Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart. Customer's blood glucose value was 130 mg/dl at the time of the incident. The customer was assisted with troubleshooting for unexpected restart. Customer will return device for analysis.